Manufacturer narrative:
Concomitant medical products: 402452 lead; implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing/not sensing in bipolar and unipolar configurations was noted on the right atrial (ra) lead. The lead was capped. No patient complications have been reported as a result of this event.